Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 50% stenosed target lesion being treated was located in the mildly calcified and mildly tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.50x12mm maverick balloon catheter. A 2.50x20mm promus element stent delivery system was advanced to the cx and deployed at 11 bar, however the stent delivery balloon ruptured on the first inflation. The sds was removed intact and an unspecified balloon catheter was advanced to complete the deployment of the promus element stent, resulting in a well positioned and well apposed stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 50% stenosed target lesion being treated was located in the mildly calcified and mildly tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.50x12mm maverick balloon catheter. A 2.50x20mm promus element stent delivery system was advanced to the cx and deployed at 11 bar, however, the stent delivery balloon ruptured on the first inflation. The sds was removed intact and an unspecified balloon catheter was advanced to complete the deployment of the promus element stent, resulting in a well positioned and well apposed stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The device was soaked at 37 degrees celsius for 30 minutes to remove the contrast media and the balloon was then inflated to nominal pressure and deflated as per the dfu without any issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over (B)(6). Device is a combination product. (B)(4).